Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Only the delivery wire and the main coil were returned. Visual inspection revealed that the main coil was stretched, and the interlocking arm was detached. Functional inspection could not be performed since the device was returned incomplete. Microscopic inspection found that the interlocking arm of the main coil was detached.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the coil got stuck in the catheter. The target lesion was located in the internal iliac artery. During the procedure, a 10mm x 20cm interlock-35 coil was selected for use. During the procedure, the coil did not come out of the tip of the catheter and could not be pushed at all. The device was then removed but it could not be removed from the catheter. The physician then removed the entire catheter from the body. The procedure was completed with another of the same device. No complications were reported. However, returned device analysis revealed the interlocking arm was detached.